Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported during a procedure in the left superficial femoral artery (sfa), concentric, mildly calcified, de novo and 100% stenosed, the 3.0x20mm fox plus balloon ruptured at 10 atm during the second inflation. A second fox plus balloon catheter 4.0x20mm was used and dilated at 12 atm, three times. A non-abbott stent was deployed and the procedure was completed after post-dilatation. There were no reported adverse pt sequelae. No additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.